Event description:
It was reported that a patient wanted a different program on her device. The reporter stated that the patient had four programs but ¿her body seemed to get used to them.¿ it was reported that the patient knew how to increase the stimulation, but it was ¿more the coverage¿ that was the issue. The patient¿s pain was in her arms and neck. It was noted that the patient got more relief in her arm and hand. It was reported that when the patient was increasing stimulation it was ¿not a good feeling¿ and was annoying. It was later reported the patient had a loss of therapeutic effect and was still having pain in her neck which began about one month prior to report and had progressively gotten worse. It was stated the patient unsuccessfully tried to make adjustments to her programmer and wanted to have reprogramming done as only programs b and d ¿work for her.¿ it was also stated the patient tried increasing stimulation but ¿did not have any luck.¿ it was later reported the patient was not able to make adjustments when the antenna attached. It was also stated the patient had to ¿constantly adjust stimulation for pain relief because the implant was at her neck and stimulation changed when she moved around.¿

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot# n295554, implanted: (B)(6) 2011, product type accessory; product ID 3 7743fa, serial# (B)(4), product type programmer, patient; product ID 3550-29, lot# n243113, implanted: (B)(6) 2011, product type accessory; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743fa, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that when the patient was increasing stimulation it was bothersome

Manufacturer narrative:
(B)(4).